Event description:
Overdelivery reported. Report received from abbott international affiliate. Abbott japan states: "a full bag (500ml) of saline flowed into the pt only in a night. Pt was connected to a new device." Additional info received from the affiliate states: the saline contained 1000u in the bag. No pt bleeding was reported. "The pt was not damaged with this malfunction." No further info was available.